Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient experienced inaccurate cgm values after the sensor was inserted in the arm. On (B)(6) 2024 the patient was weak, shaking, and sweating. Her dexcom receiver indicated 88 mg/dl when she looked at it. She did not prick her finger. The patient fainted and her father dialed the emergency line 911. When the ambulance arrived, paramedics took a finger prick and the patient's blood glucose was 32 mg/dl. The cgm reading at that time was not documented. The patient received IV fluids and glucose liquid from paramedics. The patient declined further evaluation in the emergency department. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.